Manufacturer narrative:
The device evaluation details. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation on 25-sep-2025. A visual inspection and force test of the returned device were performed following j&j medtech procedures. Visual inspection revealed foreign reddish material presumably blood inside the pebax. Additionally, a separation between pebax and electrode section was found; no other damage or anomalies on the device. A force test was performed and the device was recognized and visualized correctly; however, error 106 displayed on the screen due to an open circuit at the tip area. In addition, further investigation of the peek housing section revealed that there was insufficient adhesive on the wires. A manufacturing record evaluation was performed for the finished device, and no internal action was found during the review. The force issue reported by the customer was confirmed. The potential cause of the open circuit could not be determined. The root cause of the adhesive condition was traced to the manufacturing process. The separation between the pebax and the electrode was unrelated to the reported event by the customer. The root cause of the pebax damage could be related to a manufacturing process. The instructions for use (IFU) contain the following information: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. In relation to the foreign material; the instructions for use (IFU) contain the following recommendations: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. A significant change in the baseline reading after cleaning might indicate a damaged contact force sensor. In addition, in order to prevent damage to the catheter tip, verify compatibility between the sheath and catheter, advance the catheter through the sheath prior to insertion. Any sheath < 8.5 f is contraindicated. This product issue will be addressed through the quality system. An internal corrective action has been opened to address process opportunities related to adhesive issues and force sensor sleeve insolation to prevent fluids to get inside into the device. Explanation of codes: investigation findings: manufacturing process problem identified (c16) / investigation conclusions: cause traced to manufacturing (d03) / component code: adhesive (g0405201) were selected as related to the biosense webster inc. Analysis finding of the ¿manufacturing process.¿ related. -investigation findings: mechanical problem identified (c07) / investigation conclusions: cause traced to manufacturing (d03) / component code: sleeve (g04115) were selected as related to the biosense webster inc. Analysis finding of the ¿foreign reddish material presumably blood inside the pebax; a separation between pebax and electrode section¿ issues. Investigation findings: open circuit (c0205) / investigation conclusions: cause not established (d15) / component code: sensor (g03012) were selected as related to the customer¿s reported ¿106 alert code¿ issue. In addition, biosense webster inc. Analysis finding of the ¿error 106 displayed¿. Investigation findings: manufacturing process problem identified (c16) / investigation conclusions: cause traced to manufacturing (d03) / component code: adhesive (g0405201) were selected as related to the biosense webster inc. Analysis finding of the ¿insufficient adhesive on the wires¿. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. . Manufacturer's reference number: (B)(4)

Event description:
It was reported that a patient underwent an (name) procedure with a thermocool smarttouch sf catheter for which biosense webster¿s product analysis lab (pal) identified a separation between the pebax and the electrode section. Initially reported a 106 alert code occurred after the catheter was plugged into the carto and before first ablation (out-of-box failure). A second device was used to complete the procedure. There was no adverse event reported on the patient. The catheter was not used in the patient. However, the biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 02-oct-2025, observed foreign reddish material presumably blood inside the pebax. Additionally, a separation between the pebax and the electrode section was found. The event was originally considered non-reportable, however, bwi became aware of a separation between the pebax and the electrode section on 02-oct-2025 and have assessed this returned condition as reportable.